Event description:
It was reported that after a laparoscopic cholecystectomy performed (B)(6) 2013 patient developed serious complications. The complications include bile leakage, drain placement, dehydration and hospitalizations over a period of four months.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.